Event description:
My wife was diagnosed with breast cancer in mid-2013. She was treated with a lumpectomy and 6 weeks of radiation to the affected breast. Within 2 months she had to have thousands of dollars of dental work done from sudden cavities. The dentist said this is very common after radiation. The oncologist denied there was any connection. This was a woman who had never had a serious cavity in her life. Coincidence? Then in (B)(6) the pain from a chronic case of neuropathy started increasing. This is nerve damage in her breastbone from shingles, for which she had been taking a minimal dose of oxycontin, with no increase, for close to ten years. Now it's requiring more and more to control the pain and we don't know what to do. Coincidence?